Event description:
It was reported that a malfunction with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact recorded. The technical support center provided information and assisted the customer in resetting the pump, which resolved the issue. There was no recurrence of the malfunction, and the customer was advised to continue using the pump while monitoring for any further codes, acknowledging the instructions given.